Event description:
It was reported that the device was programmed to infuse busulfan 6 mg/ml IV soln 84ml at rate of 45.8ml/hour for 1 hour 50 minutes with a 10 minute flush for a total duration of 2 hours. However, the medication was completely infused after 1 hour 25 minutes. Facility biomed reviewed the event logs to find that the infusion was programmed for 45.8ml/hour for 84ml. The device experienced an air-in-line (ail) alarm at 70.08ml infused, where the infusion was switched to flush. The device was tested 10 times and delivered within a 5% error variance. There were no adverse effects caused to the young adult patient from the event.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the pump module over infused and alarmed air in line was not replicated during testing. A review of the system error logs showed no records associated to the reported incident. Results from a review of the logs identified the system was powered on at 8:52:38 am on (B)(6) 2020, attached with the source pump module s/n: (B)(6) (channel a). The profile in use was identified as ¿hemeonc/bmt¿. Based on the logs, a guardrails drug infusion of drugid=71 was programmed at 8:53:19 am on (B)(6) 2020, at drug amount of 42mg, diluent volume of 84ml, patient weight of 52.3kg with a rate of 45.8ml/h and a vtbi of 84ml. The dose was observed to be 0.803mg per hour. The pump module infused until 10:28:05 am when the pump module alarms air in line and the pump module is paused at 10:29:15 am. The pump module is channeled off 10:29:21 am on (B)(6) 2020. The total volume infused during the event was 70.082ml. Test results from the over infusion test method performed on the source device confirmed the pump module is within specification and operating as intended. Device inspection: an external and internal inspection of the customer¿s pump module exhibited the following: signs of contamination was observed on the bottom of the rear case and adjacent to the air-in-line assembly. Dry residue was observed inside the safety clamp device recess. No other obvious issues or anomalies were identified with the source device during the internal inspection. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer report of the pump module over infused and alarmed air in line was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: a review of the device history record showed the device had a manufacture date of 25jun2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump module was set to infuse over at a rate of 45.8ml/hour for 110 minutes with an additional flush taking 10 minutes at the end of infusion. However, the medication infused after 85 minutes. There was no patient impact.